Event description:
It was reported to medtronic neurosurgery that the device's pressure level changed from level 1 to level 2 spontaneously. According to the report, this phenomenon has happened a few times, and the physician plans to replace the device.

Manufacturer narrative:
The device has not been returned to the MFR as it has not been explanted from the pt. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. No injury to the pt was reported. All our valves are 100% tested at the time of manufacture.